Event description:
Customer reported an issue with the cartridge fit on a mobi pump using a specific lot number. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load a new cartridge from a different lot number using novolog insulin and requested a replacement for the full box, which was under consideration on a case-by-case basis.